Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient was seen in the clinic and the s-ICD was reprogrammed to have the smartcharge duration extended. Oversensed signals were thought to be due to the inappropriate sensing of atrial arrhythmias. A zio patch was ordered by the physician to assess for atrial arrhythmias, and they continued to monitor the patient. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted due to the inappropriate shocks. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient was seen in the clinic and the s-ICD was reprogrammed to have the smartcharge duration extended. Oversensed signals were thought to be due to the inappropriate sensing of atrial arrhythmias. A zio patch was ordered by the physician to assess for atrial arrhythmias, and they continued to monitor the patient. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported.